Manufacturer narrative:
The technician attempted to adjust the CPR function but the issue remained. He replaced the head motor to repair the bed.

Event description:
Information received indicates the CPR function is not working on the evaluation bed.